Event description:
Customer reportedly received the following results on the advantage system, compared to a professional device, within 10 minutes: 85 mg/dl (doctor's meter) and 170 mg/dl (advantage). No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
A patient reported blood glucose results of "158 mg/dl" and "202 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.